Event description:
It was reported that during an unknown procedure the har17f jaws were not approximating as the hinge joint was not fastened tightly.

Manufacturer narrative:
(B)(4). Batch #: u95f1c. Additional information was requested and the following was obtained: patient consequences is not known. The serial number for the har17f complaint probe is (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the har17f device was received with the clamp arm misaligned, and the inner hinges were damage. Functional testing could not be performed due to the returned condition of the device. During analyzed, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient use may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The condition of the clamp arm split can be caused by a failure of the device as a result of clamping and twisting with tissue present; also it is recommended that when assembling the instrument to the hand piece the torque wrench is used. Failure to follow this procedure can cause damage to the instrument. However, no conclusion could be reached as to what caused the damaged at the clamp arm. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.